Event description:
The following has been reported: will not open, loading pins stuck. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (vr encoder). The device was received back for investigation. Upon investigation, the customer complaint of pins being stuck was confirmed. The log files were pulled and had potentially 2 different problems in electrical hardware failure (battery 1 & 2) and sensor hardware failure (vr encoder). The lever on the pump was not able to come out all the way and lower loading pins barely moved while the upper pins didn't move. Upon internal investigation, all four loading pins and the fva pins all had a substance on them. Upper loading pins had enough substance on them that one had taken off the bushing and lip seal. Loading and fva pins were cleaned off with 70% alcohol and the loading pin bushings and lip seals were replaced. Reporting due to referenced issue. No adverse effects were reported.